Event description:
It was reported the customer had a keypad anomaly. The customer stated their escape and act buttons was unresponsive when attempting to clear a low reservoir alarm. Customer's blood glucose was 274 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump received with cracked case on display window corners and cracked reservoir tube lip.